Manufacturer narrative:
A review of the customer data determined that the root cause was due to case-sensitivity added to the latest driver, which affected how the instrument model was read while downloading the operator list to poccelerator. Because of this software defect, the operator list that is generated by the driver and sent to the middleware contained no operators. The customer was rolled back to the previous driver version and the customer has confirmed the issue is resolved. Siemens has confirmed that no other customers have installed the impacted driver and has taken steps to prevent any future installations of the impacted driver.

Event description:
The customer reported that their operators were unable to use their I-stat units. They received communication errors (error-14). The customer stated this led to a delay in treatment of two infant patients. The customer did not provide what the treatments were that were delayed. There is no report of harm due to this event.